Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise which resulted in noise reversion on the low voltage lead. No intervention was performed. The patient was stable.